Manufacturer narrative:
(B)(4). Concomitant medical products: cr tibial articular surface provisional right size 3-11 catalog # 42527000510 unknown lot # 62156317. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04512. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cr articular surface provisional broke in half upon insertion; another product was used to trial the knee.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found signs of repeated use(nicked or gouged) and anterior section of the post feature has fractured off. Device history record was reviewed and no discrepancies were found. No medical records received. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.